Event description:
The account alleged that there is no audible alarm for the bed exit. The account stated that he can unplug a two pin connection in the siderail to get the alarm to activate, but if he resets power to the bed the problem will remain.

Manufacturer narrative:
The account replaced the bed exit communication housing to repair the bed.